Manufacturer narrative:
(B)(4). First endo catch used reported under MDR report. Second endo catch used reported under MDR report 9612501-2015-00627 (death). (B)(4). The customer is not willing to release the sample they have at this point which is the second endo catch used in the case. The first device mentioned in the description was disposed of. The case has been referred to coroner¿s court and they wish to keep the sample until everything is completed, the device packaging was disposed of.

Event description:
According to the reporter, following completion of a lap nephrectomy the endo catch was put into the port to retrieve the specimen, the specimen was in the endo catch bag when the surgeon tried to retract the device the bag separated from the handle remaining in the patient, second endo catch was opened placed into the port, at this point the cavity on screen filled with blood, due to a bleed in the aorta, the surgeon feels this was caused by the ring on the endo catch device being sharp and catching the aorta causing the bleed. Converted to open a vascular surgeon was brought over from hull, wound was packed to stem the bleed, once the patient was transferred to itu the drain filled and patient continued to bleed and arrested. Issue was not solved patient died from irreversible blood loss. The surgery was extended by more than 30 minutes. Blood loss was over 500cc. The incision was extended by more than an inch. The surgery was converted from a laparoscopic surgery to an open surgery. There was unanticipated tissue loss or irreversible damage. Pieces fell into the patient and were retrieved.

Event description:
Additional information provided by the account: the case where the endocatch was used and resulted in a death was discussed. The reporter initially stated the laparoscopic nephrectomy and adrenalectomy went well. The specimen was placed in the retrieval bag and the string broke. A second bag was inserted and then visualization was reportedly lost with everything turning red. They converted to an open procedure. It is unknown per the reporter if the damage to the aorta was caused by the first or second bag. A vascular surgeon was called in and the area repaired. It was felt the patient went into dic and died in the ICU a few hours after being removed from the or theater. Initially the reporter states the account did not have the endocatch 15mm, however, later stated that it was the endocatch 15mm that the issue occurred with (ref: (B)(4), lot j5c0539x).